Manufacturer narrative:
Patient's weight unknown/ not provided. Reporter's email address not provided.

Event description:
It was reported that the driver would not engage implant head (bost3211) and keep spinning, they attempted second time also with the same implant and was not able to. It was also reported that they were able to place another implant with the same driver.

Manufacturer narrative:
One t3 non-platform switched tapered implant was returned for inspection in an opened package that is severely damaged. A visual inspection revealed signs of wear consistent with use, and debris about the threads and drive feature. The internal drive feature is confirmed to be damaged, with nicks and burrs about the internal hex. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015, and instsm rev d 02/16; delivery protocol; page 64. The reported malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.